Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11 display artifacts is a failure where the user observes flickering, discoloration, blinking of the display, as well as visible lines and circles.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated data: b4,e1(name, email), e2,e3,g3,g6,h2,h10.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a red line across the screen. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.